Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction code and had powered off the pump. The customer's blood glucose (bg) level was 300 mg/dl and the customer's parent administered an insulin injection to address the bg level. The contact reported that the pump history showed a data alert 4 had occurred twice. The customer reverted to another pump for insulin therapy.